Event description:
Patient was revised to address tibial loosening and poly wear of the insert.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event without the product to examine. It was noted, the product was implanted for approx. Fifteen years prior to revision. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.